Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was retained on (B)(6). The physician ordered a CT scan on (B)(6) and it showed that the capsule was still in the patient. They had another CT scan on (B)(6) and it was still showing on the same spot. The patient had not passed the capsule yet. The patient was sent to surgeon to discuss possible surgical removal. The patient's pre-procedure diagnosis was anemia. The patient currently had no complaints of abdominal pain. The patient had moving bowels with no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was retained. It was observed during a CT scan.